Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of a procedure, when the generator coblator was connected, a white smoke and a burnt smell appeared for at least 5 minutes. It is presumed that the motherboard was burned. There was no patient involvement.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device contributed to the reported event. Visual evaluation of cii controller show a warranty void which is untouched and in its original condition; the manufacturing date is 2018-08. During functional evaluation the returned coblator ii controller and the valve unit, were tested on a load box and with a foot pedal device; after power-on the default coblate and the coagulation settings appeared as intended; the unit performed as specified producing correct output voltages. A bloated electrolytic capacitor was found when opening the top cover. The lid of the capacitor is detached and the component is hot. The complaint was confirmed and the root cause was associated with an electrical component failure; factors, unrelated to the design or manufacture of the device, which could have contributed to the complaint event, include a failure or damage to a component on the mainboard. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.